Manufacturer narrative:
The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the za9003 lens lead haptic was bent. No other information was provided.

Manufacturer narrative:
Section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: 2/24/2023. Section h3: device evaluated by manufacturer: yes. Device evaluation: the intraocular lens was received crushed in the daisy wheel. The lens was cleaned and visual inspection under magnification found a bent haptic and damage to the optic, consistent with being crushed in the daisy wheel. No further issues were identified. Conclusion: the reported complaint issue of damaged haptic was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: upon further review, it was noted that patient gender information was incorrectly reported as no information was provided in the initial MDR. Date returned to manufacturer (24-feb-2023) was also incorrectly reported. Patient age and health professional reporter information were inadvertently not captured. Therefore, this supplemental filing is to correct these fields. The following fields have been updated: section a-2 patient age: 63 years. Section a-3 patient gender: male section d-9 date returned to manufacturer: 28-feb-2023 section e-1 reporter first name: (B)(6). Section e-1 reporter last name: (B)(6). Section e-1 reporter e-mail; (B)(6). Section e-1 reporter telephone number: (B)(6). Section e-2 health professional: yes. Section e-3 occupation: other - health care professional . All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.